Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No complaint trend exists therefore no corrective action is required at this time. An existing formal investigation action is not being taken to address this condition as the following action has been completed: a project was implemented to improve the process of the autobander equipment by the installing an air threading system for the vistec element to the equipment. The system improved the threading process and prevents the element from coming into direct contact with the heater roller on the autobander equipment. The air threading system allows the element to be introduced to the sponge without having to manually tie in the element to the sponge. This information will be utilized for trending purposes to determine the need for future corrective action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the operating room nurse opened the lap sponges and that they were breaking apart and falling on the drapes. Multiple packs in the same lot were opened. Packs were not expired.